Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au680 chemistry analyzer, and identified the failure mode as a defective roller pump tubing and a defective ise (ion-selective electrode) buffer syringe. The fse replaced the roller pump tubing and ise buffer valve to resolve the issue. (B)(4).

Event description:
The customer reported non-reproducible sodium patient results were generated on the laboratory¿s au680 clinical chemistry analyzer. There was no report of an injury, illness, or change to patient care attributable to the output from the device in this event. The customer did not provide data.